Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
Customer reported she was experiencing fluctuated blood glucose levels. Customer current blood glucose was 416 mg/dl, treated with the insulin pump. Troubleshooting was performed. Settings were reviewed and were correct. It was noted the device had alarmed bad battery and a bolus was stopped, customer had stopped. Customer stated she had just changed the entire set prior to call. Customer stated her blood glucose went up to 578 mg/dl. Customer declined changing the infusion set, unable to perform high pressure test. Customer also stated the device had a crack on the display and in the reservoir chamber. Customer was unaware how damaged occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.